Event description:
The user facility reported that during a transurethral ureterolithotomy procedure the user was using a laser probe with the scope and experienced a noisy image. The intended procedure was completed with a different device. There was not pt harm reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation didn't confirm the user's report of image difficulties, however, there was thermal damage at the distal end and the instruction channel which likely caused or contributed to the reported phenomenon. The device failed the leak test. In addition, there was evidence of fluid invasion inside the bending section. The damage on the scope was likely due to the user mishandling. This report is being submitted as a medical device report in an abundance of caution.